Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels that their heart rate is dropping. It was also reported that atrial events are marked as refractory. The lead and device remain in use. No patient complications have been reported as a result of this event.